Event description:
Healthcare professional (hcp) reports one incident of blood leak on psn 210 dialyzer. Date of incident is unk per hcp. Incident occurred at start of treatment, was noted on blood leak alarm, and verified with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 300cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.